Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Based on the device identification the complaint databases were reviewed for similar reported events regarding range of motion (rom) issues. There have been no other similar events for the lot referenced. An event regarding rom involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available and/or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's left knee was revised. Surgeon revised a 4x13 cs poly to a 4x11 cs poly to improve the patient's rom. Rep reported that x-rays, medical records, and additional information are not available.